Event description:
On 12/13/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 12/12/24. On 12/12/24, a severe hypoglycemic event occurred with an ilet user resulting in a coma. The user had changed the infusion site earlier that day, but around 8:00 pm, a caregiver found the user unresponsive and called ems. The user's bg was approximately 22 mg/dl upon ems arrival, and they were able to raise it into the 30s. The user was transported to the hospital and admitted overnight for monitoring, receiving a sugar drip. The user remained unresponsive for over 24 hours, regaining consciousness around 6:00 pm on (B)(6)2024. The user's mother reported that there was no meal announcement and that the insulin cartridge was empty, with the user receiving all the insulin from the vial, though the exact amount was unclear. On 12/19/24 a beta bionics customer care agent followed up with the user's mother about the event. The patient was discharged on (B)(6)2024 but was advised not to use the ilet pump again until after seeing a healthcare provider (hcp) later that month. Alerts for low glucose were received, but the device showed no indication of a supply change or rewind on the date of the event. The user's mother reported the user has some memory difficulties post-event, but long-term effects are not yet known.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.